Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who had an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported by the patient they had an interstim implant but they have since had it removed. When asked why it was removed, the caller stated that their bladder disease caused a lot of pain and they implanted the interstim to see if it would help with the pain but it did not help for the pain since implant. The patient reported the interstim became dislodged when they were pregnant. The patient stated they "could feel it when they turned the interstim back on." The caller noted the interstim did help with frequency and ¿spasticity,¿ and that they have since trained their bladder so they no longer needed the interstim to help them with what it did help them with (frequency.)there were no further complications reported/anticipated.